Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, when inserting the farawave after placing the sheath into the patient's body, air continued to be drawn. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.